Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was decreasing while the pump was plugged into a functional power source and displaying the charging icon. The customer's blood glucose (bg) was 200 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.